Event description:
It was reported that the user experienced elevated blood glucose readings ranging from approximately 160 to 200 mg/dl after switching to an fsl3+ sensor, with the ilet showing 163 mg/dl at the time of contact, and the user reported fatigue; troubleshooting and education on potential causes of hyperglycemia were provided, and the user was advised to follow healthcare provider guidance. Symptoms included hyperglycemia and tiredness. Outcomes included no reported hospitalization or medical intervention. Investigation included case intake, review of the reported glucose values, and user education on hyperglycemia management. Investigation of this case revealed no confirmed device malfunction or component failure and no corroborating fingerstick data to validate sensor readings. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient corroborating data and potential confounding by recent sensor transition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.